Event description:
It was reported that, during a tka surgery, when going to bur the distal cut, a warning was received stating that handpiece exposure control motor failed. Re-calibrated the handpiece and received the error again. Switched to speed mode and didn¿t get the error again and is able to proceed with burring the distal cut in speed mode. About halfway through the lateral condyle tried to switch back to exposure mode thinking the glitch was cleared. Once again got the error and stayed in speed mode the rest of the time. Delay of less than 30 minutes and no patient injuries involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The navio surgical system logs, used in treatment, were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specifications or would not be able to perform as intended. A complaint history review found similar reports and this issue will continue to be monitored. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported issue is if there was an issue with the siu firmware that was causing the handpiece exposure motor control failure error message to show. If this was the case, a system reboot will clear the error. No containment or corrective actions are recommended at this time. If the system logs associated with this event are returned at a future date, this evaluation will be reopened for investigation.